Event description:
During an av node modification, with the catheter in place, a lab technician (tech. 1), was adjusting the temperature set point on the atakr rf generator, when a second technician (tech. 2) heard the atakr's audio tones and realized that rf energy was being delivered. Tech. 2 told tech 1 that rf was being delivered. Tech. 1 disconnected the foot pedal from the unit. Because the foot pedal had not been actuated, this had no effect (per labeling). Tech. 1 did not turn off the atakr using the rf power switch or the main power switch (per labeling). Tech. 2 came from across the room and turned off the atakr using the main power switch. There was no pt injury, nor was medical intervention needed. The desired outcome was obtained, and the pt is fine.